Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission indicated the device delivered a notifier for nonsustained oversensing that appeared to be myopotential oversensing. Turning off the low frequency attenuation filter was recommended. The plan for now is to continue monitoring the patient. No further information is available.